Event description:
New information received notes that the intermittent under sensing issue was observed via remote monitoring transmission and programming changes were done to resolve the issue.

Event description:
It was reported that the patient's pacemaker exhibited an intermittent undersensing. Programming changes were discussed but not made. No intervention was performed. The patient had no adverse consequences.